Event description:
It was reported that the implantable pulse generator (ipg) encountered unexpected longevity - early battery depletion. The ipg remains in use, and the device is to be re-evaluated during clinical visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).